Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of inflammatory reaction, swelling, redness, cutaneous fistula, and scar are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events of inflammatory reaction, swelling, redness, cutaneous fistula, and scar as follows: undesirable effects: "the patient must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include but are not limited to: ¿ inflammatory reactions (redness, oedema, erythema, etc.), which can occur simultaneously with itching or pain on pressure, can appear after the injection. These reactions can last for a week. ¿ poor efficiency or poor filling/restoration effect. ¿ patients must report inflammatory reactions which persist for more than one week or any other secondary effect which develops, to their medical practitioner as soon as possible. The medical practitioner should use an appropriate treatment. ¿ the distributor and/or manufacturer must be informed about any other undesirable side effects linked to juvéderm® voluma¿ with lidocaine injection."

Event description:
Healthcare professional reported patient was injected to the deep hollow in jugal with juvéderm® voluma¿ with lidocaine. Three weeks later patient developed a delayed inflammatory reaction with swelling, redness, and ¿cutaneous fistula¿ on the right side. Patient symptoms were treated via ¿mechanical evacuation of the product by fistula orifice.¿ symptoms resolved approximately 1 year later and patient remains with a scar in the middle of the cheek.

Manufacturer narrative:
Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming.

Event description:
Healthcare professional reported patient was injected to the deep hollow in jugal with juvéderm® voluma¿ with lidocaine. Three weeks later patient developed a delayed inflammatory reaction with swelling, redness, and ¿cutaneous fistula¿ on the right side. Patient symptoms were treated via ¿mechanical evacuation of the product by fistula orifice.¿ symptoms resolved approximately 1 year later and patient remains with a scar in the middle of the cheek.